Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2011 with a bifurcated and a suprarenal aortic extension. Upon follow up after the initial procedure. It was noted the suprarenal had slipped down with possible type 1a endoleak. Physician elected to implant an infrarenal stent and suprarenal stent to correct the leak. On (B)(6) 2016 a follow up computed tomography identified a possible type 3b and 1b endoleak and a possible el2 lumbar leak. On (B)(6) 2016 physician completed and angiogram and confirmed a type 3b endoleak. The patient is scheduled for a secondary procedure on (B)(6) 2016.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2011 with a bifurcated and a suprarenal aortic extension. Upon follow up after the initial procedure, it was noted the suprarenal had slipped down with possible type 1a endoleak. Physician elected to implant an infrarenal stent and suprarenal stent to correct the leak. On (B)(6) 2016 a follow up computed tomography identified a possible type 3b and 1b endoleak and a possible el2 lumbar leak. On (B)(6) 2016 physician completed an angiogram and confirmed a type 3b endoleak. The patient is scheduled for a secondary procedure on (B)(6) 2016. Additional information received the physician elected to treat the patient on (B)(6) 2016 with a trivascular device and everything went well. Also, an endoleak 3b was confirmed from physician.